Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a missing battery and no visible contamination. During analysis, the reported issue was able to be duplicated, the pump was unable to be powered up. It was noted that the main printed circuit (pc) board does not operate as intended and was the cause of the reported issue. Service replaced the main pc board to correct the reported issue. Service also performed power up process and device passed all the functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited main board failure. No adverse effects were reported.